Event description:
Premature battery eos. This is one of 25 devices that experienced this problem. This MDR is being retroactively filed at the request of cdrh and oii after an inspection on feb. 2025. Avertix performed a recall/correction for this issue in 2023.